Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this pacemaker presenting electrogram (egm). Upon review, right ventricular (rv) paced and atrial sensed (as) beats at maximum tracking rate (mtr) with a few dropped beats due to atrial activity above mtr was observed. It was noted that the patient was transferred to the emergency room (ER) for unknown reasons. No adverse patient effects were reported. This pacemaker remains in service.